Event description:
The pt reportedly experienced intermittencies with a loss of lock between her external equipment and implant. Programming adjustments were made. However, the problem was not resolved. Surgery to explant the pt's device will be scheduled.